Event description:
It was reported that at the end of the patient¿s continuous renal replacement therapy (crrt) treatment, a venous pressure was too high alarm occurred. The screen showed that the venous pressure was 280mmhg and coagulation was suspected. The screen indicated that the pre-pressure of the filter was 810mmhg and the blood could not be returned normally. A pressure dome rupture occurred when ejected. The patient experienced approximately 200 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the complaint sample is not available. Retained sample examination was performed instead. The examinations informed below were applied to the retained samples. Visual inspection: the samples were checked for component defect, assembly failure, conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for assembly failure and leakage. Review of instruction for use (IFU) and/or label described the situation is adequately addressed in IFU and/or on the label. The product deficiency is not related to falsification. During reinfusion, the prefiltration pressure measuring unit was opened manually. Normally, the pressure measuring units open automatically when they are dismantled. They are not opened if the pressure in the measuring chamber is > 450mmhg. In this case, the prefiltration pressure was > 700 mmhg, so the manual opening of the pressure measuring chamber caused the tube system to burst. Review of device history record (DHR) a 100% testing of each machine ensures that devices are delivered according to specifications. No information found that product is related to falsification or an unauthorized configuration. As a result of examination, no failure detected on the retained samples. According to complaint description, connection issue, bending of the tubing or any blockage on other disposables may be considered as possible reasons of the increased venous pressure. There is low possibility of component defect or assembly failure relation. However, it is not possible to determine the relation with component defect or assembly failure without original sample examination. In addition to this, most probably reason of the pressure dome burst is manual opening of the pressure measuring chamber while under high pressure as also mentioned in machine data investigation.